Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. On (B)(6) 2014 at 1600, the device was programmed to deliver an unspecified concentration of parenteral nutrition at a rate of 16 ml/hr, for a duration of 24 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2014 at 1200, it was reported the device alarmed for "air in line." At that time, it was noted that the medication container was empty. The device was removed from clinical service. It is unknown if a replacement device was obtained to resume therapy. There were no reported adverse patient effects. No medical interventions were implemented. Though requested, no additional information was provided.